Event description:
As reported, a laparoscopic inguinal hernia repair surgery was performed using optifix straight fixation device. It was reported that during the procedure, fastener broke and the broken fastener was removed from the patient's body. Subsequently, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the optifix straight fixation device failed to fixate. The sample is said to be returned for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: evaluation of the returned sample finds for bent guide wire and backup tabs. The reported failure to fixate is a known result of bent guide wire and backup tabs. The components are found to be bent from applied forces while in use. No manufacturing anomalies were found. A review of manufacturing records was performed and found that the device was manufactured to specification. The precautions section of IFU states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue" note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the optifix straight fixation device failed to fixate. The sample is said to be returned for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, a laparoscopic inguinal hernia repair surgery was performed using optifix straight fixation device. It was reported that during the procedure, fastener broke and the broken fastener was removed from the patient's body. Subsequently, another device was used to complete the procedure. There was no reported patient injury.